Event description:
The company was made aware on (B)(6) 2021 of a patient that underwent a procedure in which the pocket was opened by the physician to assess and resolve a high impedance issue. The issue was not resolved and the patient will likely be scheduled for a lead revision. No revision date has been set.

Event description:
The company was made aware on (B)(6) 2021 that the physician performed a revision surgery and replaced the lead.